Event description:
Difficulty firing the achieve needle-unable to retrieve sample. Further communication with the customer revealed that 4-6 biopsy attempts were made before the core sample was obtained.